Event description:
Interior of the stryker 3005 s3 mattresses breaking down. Honeycomb gel material is ripping in areas that are supposed to bend causing patients to be uncomfortable because they are bottoming out on the metal bed frame itself and not being supported. Honeycomb gel material degrading and is not supporting the weight of the patient to properly off load weight. Potential hazard for skin breakdown with potential to cause more issue in patients with already failing health.